Event description:
A bottle of 250cc d10w was hung per standard abbott unfiltered soluset administration microdrip; approx. 6-7cc of this solution had been administered to this twin baby when cloudy precipitant noted floating in solution & a crack noted in glass container at top of unit where plastic hanger is. Solution removed & smeared. Showed fungi on smear; infant given prophylactic antibiotics to cover potential fungal systematic infection & closely monitored. Baby has not had any problems as a result of this. Other containers in lot # noted intact & abbott notified day following incidentdevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination, other. Results of evaluation: foreign material contamination, none or unknown, unanticipated adverse reaction - short term. Conclusion: device was out of spec in a manner that relates to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service, use of all similar devices stopped permanently, other. Invalid data - on device destroyed/disposed of status.